Event description:
It was reported that the device had error code 41622, which typically indicates a "motor timeout" error. This means the pump's motor isn't responding as expected, possibly due to a blockage or a fault in the motor itself. There was no patient involvement.

Manufacturer narrative:
B3: may 2025 is the reported month and year of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked battery compartment. The event history log was reviewed. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the portion of the battery compartment case was stuck in the motor gear. The battery compartment was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.